Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date was (B)(6) 2013. According to the complainant, on (B)(6) 2014, the jejunal tube was kinked. The patient used oral anti-parkinson¿s drug for 6 days as she could not take duodopa. A new jejunal tube was implanted to the patient on (B)(6) 2014. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of jejunal tube kinked. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.